Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following fields were corrected with additional information: " the customer is reporting recurrent false positive vials on their bactec fx sn (B)(4)."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported, that while using bd bactec¿ fx, instrument top. Packaged false positive results were obtained, by the laboratory personnel. There was no indication, that results were reported out. And there was no report of patient impact. The following fields were corrected with additional information: "the customer is reporting, recurrent false positive vials on their bactec fx, sn (B)(6) ".

Manufacturer narrative:
H.6. Investigation summary: customer reported, "false positives" on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Bd service, communicated with the customer and obtained the logs. Bd service confirmed, that the issue is not related to the instrument, after the logs are reviewed. This is an unconfirmed failure of the bd product. Root cause of false positives is not known. Review of device history record for this instrument is not required, because this complaint does not allege an early life failure or failure at installation. And has changed configuration, since release from manufacturing, due to service repairs/pms. Service history review was performed for this instrument. And no additional work orders were observed, for the complaint failure mode reported. Samples received, consisted of log files. After reviewing the log files, investigation revealed, that the false positives not related to the instrument. Complaint history for ¿results¿ was reviewed, for the month of february 2022. The upper control limit was not breached, and trends were not identified associated with this defect. Per baltrmbactecinstraph revision 15, the error related to this complaint is considered user inconvenience. Which is an s1, reference row ID 1.2c. No new risks or hazards were identified.